Event description:
The customer reported to beckman coulter (bec) a leak from the manual probe of the coulter lh 500 hematology analyzer. The customer indicated that the leak was about 1 ml of a clear fluid, and was not contained within the instrument. The customer stated they were running samples in manual mode because the instrument was recovering partial aspiration errors in primary mode. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing gloves and a laboratory coat at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. The customer stopped using the instrument and decided to wait for service. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and confirmed the aspiration errors and that the tubing above the primary aspiration pump was full of air. The fse replaced the pump and adjusted, along with actuators for valves 21 and 23 which were sticking and may have caused the secondary aspiration probe to drip. The fse primed the aspiration pump without any further errors. Results met published performance specifications. Failure mode of the leak was related to the sticky actuators for valves 21 and 23. The primary aspiration pump was replaced, which resolved the aspiration errors recovered by the instrument. (B)(4).